Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted the technical support engineer (tse) mid-procedure to report the e-100 generator is not recognizing the vessel sealer extend (vse) instrument. Prior to calling, they hard power cycled the e-100 generator with no change. The customer stated the e-100 power button was blue and instrument port had no led lit when the instrument was plugged in. The instrument port felt loose. Customer is continuing the procedure using the erbe generator and may try another vse instrument at a later time. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noted e-100 generator was not recognized on vsc screen. Verified connections were secure. No light when plugging in vessel sealer. They were unable to fire the vessel sealer when connected to the system and e-100 generator. The fse replaced the e-100 generator. Same issues still present. Checked node configuration in download application and found nest pic was unchecked. Checked nest pic, updated nodes, and power cycled system. E100 properly showing up on vsc touchscreen. Electrical safety good. Test drive good. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and the reported issue was confirmed. It was installed into the test system and failed. The power and bipolar led turn red and it cannot cut/seal. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue. The root cause of e-100 not recognizing instrument is attributed to component failure.